Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting increased threshold measurements which resulted in loss of capture and pacing inhibition greater than two seconds. A chest x-ray confirmed appropriate placement of the lead and when the pocket was re-opened, the lead to device connection was noted to be secure. The rv lead had been tunneled by the surgeon from the right to the left side and therefore, the implanting physician did not want to attempt a lead revision due to that scenario. A temporary pacing wire was placed. The following day, a perforation was revealed. The physician performed a sternotomy to remove the lead and placed two epicardial leads as well as a new device on the patient's right side. The rv lead was surgically abandoned and the device was explanted and sent to pathology due to concern of infection. No adverse patient effects were reported.